Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radical-7 handheld needs a long time to show the measurement results and the measurement stopped a couple of times while working with it. The customer tried different sensors and cables with the same result. The saturation goes down to 65-70% after motion and then the device alarms. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.